Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, patient was implanted and on (B)(6) 2014, patient was walking and it was reported that the plate broke. Surgeon reported that the patient's bone quality reflects the patient's age of (B)(6). Implant was removed on (B)(6) 2014 successfully with no delays and no reported patient harm. This report is for an unknown screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report has been reassessed and deemed non-reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.